Manufacturer narrative:
The investigation codes along with investigation results will be provided in a subsequent submission.

Event description:
It was reported after a cardiomems implant, that the patient had a "clot" at the sensor and was hospitalized. The patient has a history of clots and was taking medication prior to the cardiomems implant. The medication was stopped prior to the implant (time unknown) than resumed after the cardiomems was implanted. Exams identified the pulmonary embolism, it is non-occlusive, and the patient was discharged on treatment. The patient continues to follow up with the clinic and is being monitored. Further information has been requested.